Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reappeared, which they understood.